Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were hospitalized and dispatched from emergency medical services due low blood glucose level. Customer¿s blood glucose level was 31 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2021. Customer was treated with intravenous infusion drip at the hospital. Customer had low blood glucose level during massage. Customer¿s current blood glucose was 50 mg/dl. Customer had passed out due to low blood glucose level. Customer treated low blood glucose with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at time of low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.